Event description:
It was reported that the patient passed away on (B)(6) 2022 due to mesenteric infarction. The patient's death was not related to the device or device therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported mesenteric infarction and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2022 due to mesenteric infarction. There were reportedly no clotting or thrombus issues identified during pump support. The outcome was reportedly not device-related and the device was not explanted. (B)(6) was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them, including death. No further information was provided. The manufacturer is closing the file on this event.